Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0118546. During the production of lot number 0118546 our quality team detected an error related to the scale marking process. In response to the detection, two quality notifications were issued throughout the manufacturing facility in an attempt to prevent and correct this defect. To aid in the investigation of this incident, 14 physical samples in sealed packaging blisters were received for evaluation by our quality team. Through visual examination of the returned sample, all had scale markings missing. The cause of this defect most likely resulted from low ink in the machine during the syringe assembly printing process, causing the scale to not print on the barrels and going undetected. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: through visual examination of the returned sample, all had scale markings missing. The cause of this defect most likely resulted from low ink in the machine during the syringe assembly printing process, causing the scale to not print on the barrels and going undetected. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 2 bd 20 ml syringe luer-lok¿ tips experienced missing scale markings. Product defect was noted prior to use. The following information was provided by the initial reporter: this morning my pharmacist brought me 2 each bd 20 ml syringes with luer lok tip code 302830 with lot number 0118546. The syringes in the package have absolutely no markings on them at all. I am told that they have quite a few more in the same condition.